Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ IV catheter there was an issue with 2 instances of the package being open.

Manufacturer narrative:
Investigation summary: three photos were received for investigation. Two actual samples were returned for investigation. DHR review of batch 6025356 found no quality notification was raised for similar nonconformance during the production of this batch. No abnormality was observed on the preventive maintenance, calibration and equipment history records. Investigation conclusion: the actual samples were subjected to visual inspection. Open seal was observed on the 4 corners of both returned sample. There is an indication of adhesive transferred from the top web to the bottom web on the opened seal area on the returned samples. This indicates that the sealing process was completed in manufacturing facility. There was change in top web material during jul 2017. The reported batch was produced before the material change. Root cause description: no assignable root cause can be established.

Event description:
It was reported with the use of the bd insyte¿ IV catheter there was an issue with 2 instances of the package being open.